Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 486 mg/dl at the time of the incident. Customer¿s current blood glucose level was 252 mg/dl. Customer experienced symptoms like chest pain, shortness of breath, and chest pain at the same time. Emergency medical service was dispatched as a result of high blood glucose. She treated high blood glucose with manual injections in hospital. The drive support cap appeared normal. Customer declined to check for possible site/insulin issues. Customer was able to perform high pressure test at this time and test passed. Advised to change entire set, reservoir and insulin and treat per health care provider's instructions. Product will not be returned for analysis.